Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the previous day ((B)(6) 2020), the patient went to increase stim because she had noticed some ¿issues¿. It was noted when she attempted to connect, the code por appeared on the patient programmer. The patient confirmed they had not been around any medical equipment. It was also noted the patient was seeing another healthcare provider who had taken over her original healthcare provider¿s practice. No further complications were reported.